Manufacturer narrative:
The manufacturer previously reported a failure of the power management board, oxygen blending module board and system board. The power management board, oxygen blending module board and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance. The manufacturer evaluated the system board and found the complex programmable logic device (u30) shorted. The power management board was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes and a "ventilator inoperative" alarm code were found in the ventilator's downloaded error log. The device's power management board, oxygen blending module board and the system board were replaced to address the issues.